Manufacturer narrative:
Patient's age and date of birth not provided/unknown. Patient's weight not provided/unknown. Device lot number not provided/unknown. Reporter's first name not provided/unknown.

Event description:
It was reported that the abutment screw (uniht) fractured. The implant had to be removed. Tooth location 13.

Manufacturer narrative:
One screw head was returned for inspection. The screw fractured on the threading portion. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. A singular cause for the complaint could not be determined.